Event description:
It was reported that in early april 2026, a catheter was implanted in the oncology department. Today, during outpatient catheter maintenance, serous fluid leakage was observed on the external portion of the catheter, 2 cm from the puncture site. To continue intravenous therapy, the catheter was replaced and reinserted. No further details provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.